Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Visual inspection noted a fracture in the outer conductor coil approximately 226 millimeters (mm) from terminal pin which is likely induced damage during explant by electrocautery. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.